Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 19kbk641 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported statlock kept opening up when they try to use the clamp. No other information was provided.